Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined device was very scratched up and the display did not come on when powered up. Furthermore, it was determined that the connector port was rotate out of position. The device was disassembled which found that the connector came off the display. The assignable root cause was due to mishandling of the device by dropping or hitting it against something scratching the device and knocking the connector off the display. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery of the spine, it was observed that the display on the system console was not working. There was a five minute delay to the planned surgical procedure. A spare device was available for use and the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.